Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the multiple intermittent occlusion alarms occurred. Contact changed the pump supplies regularly; however, the occlusions reoccurred. There was no reported impact to blood glucose. Customer continued to use the pump for insulin therapy.